Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on the performa combo system compared to lab results within 10 minutes: 80 mg/dl (performa combo meter) and 39 mg/dl (lab). The customer had unspecified hypoglycemic symptoms at the time of the results. No treatment reported. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.